Event description:
Complaint received concerning leakage incident during a cardiac procedure where one b33169 5" microclave clear t-conn smllbore ext. Set mated with baxter buretrol set was in use. The devices were removed and replaced with no further incident. There were no reported adverse pt outcomes. Device return: one (1) used and three (3) pkgd. B33169 5" microclave clear t-conn smllbore ext. Set, lot #'s 2770225 and two add'l in use lot # 2695436, 2776549 were returned. There was no mating or access devices returned.

Manufacturer narrative:
Visual analysis and inspection recorded no obvious abnormalities with the three pkdg. B33169 sets. During decontamination flushing of the used b33169 set, leakage was observed from the sets microclave-t connector component. Functional/performance testing was conducted. The three unused b33169 sets were tested per the applicable product specs. The results recorded all three sets met specs, there were no leakages, flow issues. The used b33169 (microclave-t connector) when pressure leak tested did not pass. Add'l evaluations: the used b33169 microclave-t connector was disassembled and the components examined. The results recorded various damages to the silicone plugs support ribs, tearing on the top surface of the plug and skid marks on the inside of the cap. The engineering report determined these types of component damages are typical of access/ use of sharp instruments, such as a needle and/or other incompatible mating devices. Lot record reviews: a review of the mfg lot build database for reported lot# 2770225 (mfg date 10/2013) showed (B)(4) units; add'l lot# in use 2776549 (mfg date 11/2013) showed (B)(4) units and 2695436 (mfg date 06/2013) showed (B)(4) units show all were manufactured, tested, inspected and released. There were no exception documents generated during the lot builds. Findings: testing of the three unused b33169 sets recorded no performance issues and or out of spec conditions. Testing of the one used b33169 confirmed the reported leakage issue. The engineering report identified the root cause of the leakage was due to component damages as a result of usage conditions where the device sets components were used with incompatible mating device(s). The b33169 directions for use (dfu) identifies the microclave connector is compatible with iso male luers having an internal diameter (ID) between 0.062" and 0.110" add'l labeled cautions state "do not use needle or caps. This complaint investigation report findings were provided to the reporting hospital/facility staff and product reps for their awareness and understanding.